Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that both leads appeared to show a slow progression in impedance. The ra and rv leads were both capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited an increase in impedance to high values. Also, the threshold increased on the ra lead. Both leads remain in use and will continue to be monitored. No patient complications have been reported as a result of this event.